Event description:
Information was received from multiple sources (friend/family member, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a family member called and said that the metal tip of the recharger adapter fell off. A replacement recharger was requested. Patient was alive with no injury, the issue resolved. Additional information was received. It was stated that just the desktop charger was replaced, no fault with the recharger and that device was not replaced.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. G2. Foreign: china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(6), product type: recharger. H6 correction: corrected to appropriate device coding for reportable incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.